Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) and another unknown drug for non-malignant pain. It was reported that the patient stated it takes over 2-4 minutes depending on if they're just starting it up or if they set it up where they already have the personal therapy manager (ptm) on/connected. Patient stated that it would get stuck at 90%, they wouldn't even see the 100%. Patient asked if there was another controller available. Agent reviewed information and redirected to healthcare provider to discuss other programming options if desired. Agent assisted patient with clearing data and patient confirmed the app connects much faster. Agent also assisted with disabling the tutorial from auto popping when app is started.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.